Event description:
It was reported that the person with diabetes (pwd) received a line-blocked alarm, which had initially been resolved with the current cassette several times; however, the alarm recurred once the line was reattached. The pwd was at school during the event, and a site change was discussed. The pwd removed the abdominal site, and the cannula did not appear unusual. A new infusion site was then placed, reconnected, and the cannula was filled. The pwd resumed use of the current cassette but proceeded with a new infusion site. The glucose readings at the time of assessment were documented at 244 mg/dl and 253 mg/dl. The insulin in use was fiasp. The event occurred while in use with a patient. There was no patient injury.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing was performed. Functional testing observed a failed occlusion test. It was determined that the probable cause is due to excess solvent application during assembly. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.